Manufacturer narrative:
The 2008k2 hemodialysis (hd) machine was evaluated at the facility by the fresenius regional equipment specialist (res). The res installed a new air separator board and repaired the fluid leak which resolved the issue. Following the service activity, the unit was restored to full functionality. Functional testing performed by the res confirmed the system was operating properly. The unit has been returned to service at the user facility without issue. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. The investigation into the cause of the reported problem was able to confirm the failure mode. The res installed a new air separator board and repaired the fluid leak which resolved the issue. Therefore, the complaint has been deemed confirmed.

Manufacturer narrative:
The user visually observed the saline bag refilling with dialysate during recirculation. There have been no adverse events associated with the reported issue. The report is being investigated by the manufacturer via a CAPA. Plant investigation is in process. A supplemental MDR will be submitted upon the completion of this activity.

Event description:
A user facility biomedical technician reported that a saline bag back filled during pre-treatment recirculation. A patient was not connected to the machine at the time of the incident. A fresenius regional equipment specialist (res) performed an on-site evaluation of the unit. The res replaced the air separator board and repaired a fluid leak to resolve the issue. Following the service activity, the unit was restored to full functionality. Functional testing performed by the res confirmed the system was operating properly. The unit has been returned to service at the user facility without issue. The complaint device is not available to be returned to the manufacturer for evaluation.